Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device. Reportedly, the starclose se clip was caught on the sheath and did not deploy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age, born in (B)(6). Evaluation summary: the device was returned for analysis. The reported clip remaining on distal end of the sheath was confirmed. The longer sheath was confirmed based on the observed sheath damage. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to filing of initial medwatch report additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after stenting of a superficial femoral artery occlusion. Reportedly, the starclose se plastic sheath appeared too long. No additional information was provided.